Event description:
It was reported that during vena cava filter placement, the filter allegedly had crossed. It was further reported the device was allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2025).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one jugular denali filter kit was returned for evaluation. Only the filter was received. The filter legs appeared to be crossed. However, status of the filter at the time of usage is unknown. No functional testing was performed. Therefore, the investigation remains inconclusive for the reported failure to expand issue. A definitive root cause for the reported failure to expand could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during vena cava filter placement , the filter allegedly had crossed. It was further reported the device was allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.